Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, upon inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 3.50mm x 8mm non-compliant non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The inner shaft is stretched and buckled under the balloon. The inner shaft stretched and broke 4mm from the exit notch causing the device to leak out of the tip. There is no damage to the balloon. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, upon inflation at 16 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 3.50mm x 8mm non-compliant non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.